Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. As the physician was advancing the pigtail wire through the groin, and took it out, the insulated part of the pigtail came apart from the versacross rf wire. Thus, an nrg needle was selected to complete the procedure. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for investigation, as it was disposed. However, our post market quality assurance laboratory was able to confirm the allegation of distal insulation damage is confirmed through the media provided.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. As the physician was advancing the pigtail wire through the groin, and took it out, the insulated part of the pigtail came apart from the versacross rf wire. Thus, an nrg needle was selected to complete the procedure. No patient complications occurred. The device is not expected to be returned for analysis (disposed).